Manufacturer narrative:
Continuation of d10: product ID: 2af284 (lot: 17172); product type: 0624-arctic front catheter; product ID: 2ach20 (lot: 8982126); product type: 0623-achieve catheter; product ID: 106a3 (serial: (B)(6); product type: 0628-console, spare parts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the insertion of a cryoballoon into the left atrium, a thrombus was observed on the sheath at the right atrial septum after transseptal crossing. The case was aborted before any cryotherapy delivery. Despite aspiration attempts, the thrombus remained visible on intracardiac echocardiography (ice). A transesophageal echocardiogram (tee) was performed, and the patient was treated with anticoagulant medication. The patient's hospitalization was extended for monitoring. The procedure was aborted, and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The patient file, recorded on the event date, was empty. The received failure file did not contain any failure records for the date of the event. In conclusion, the clinical issue of thrombus occurred during the procedure and could not be assessed through data analysis. The decision to abort the procedure without the use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.